Manufacturer narrative:
Investigation summary: a complaint of cracks in the tubing causing leakage was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review for model 2423-0007 lot number 22066424 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 29jun2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 3 bd alaris¿ pump module smartsite¿ infusion sets had cracks in their tubing and leaked during use. The following information was provided by the initial reporter: "according to clinical staff there is a leak/crack in the clips on the tubing, allowing there to be leaking of fluid down the tube".